Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. The procedure was completed with no patient complications. Following the procedure, the patient returned with a vaginal burn. The burn was treated with silvadene cream and the patient condition was reported as "ok".

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.